Event description:
It was reported that, during a low anterior resection, the staple formation was not completed. There was no pt consequence reported.

Manufacturer narrative:
Info was not provided by the affiliate. Info anticipated, but unavailable at this time.